Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: user had an inaccurate reference.

Event description:
Consumer complaint of high blood results. Customer states that he feels well and requires no medical attention. Customer expected blood results are 78-127mg/dl fasting. Verified the strips expire 10/13/2017 and were first opened one week ago. Customer confirms the strips were stored correctly. Reviewed meter memory: 250 mg/dl (B)(6) 2015 03/37:21 pm fasting yes. Customer declined any troubleshooting or replacement of products. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned